Event description:
It was reported to vyaire medical that the 3100a hfov ventilator stopped oscillating while connected to a patient. The customer reported the patient was manually resuscitated ( bagged ) and was transferred to another 3100a hfov device. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative went onsite to evaluate the device. Technician found tubing disconnected at humidifier outlet. Proper bracket not being used to attach humidifier to vent. Humidifier could of easily fallen off. All supply voltages in specification. Ran vent at patient settings - no issues. Performed 2k preventive maintenance. In testing found issue with max and min paw alarms. When paw set to 31 cmh2o, min paw alarm (airway pressure) will sound when set max paw switch is set below 33. Voltages at tp2 and tp3 correspond to switch settings. Replacement alarm board needed. Technician replaced alarm board. Performed 2k pm. Performed alarms check. Performance test passed. Ventilator meets factory specification. Performance test passed. Ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.